Event description:
It was reported, the customer experienced low blood glucose. Customer's blood glucose was 46 mg/dl. The customer treated their blood glucose with food. The customer also reported a lost sensor alert and that their transmitter does not blink when connected to the sensor. Customer also stated their sensor was straight upon removal from their body. Customer was advised to replace their sensor. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.